Event description:
Philips received a complaint from the customer on the v60 indicating that the accept button is not functioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their accept button was not functioning. The rse advised the customer to remove the rubber cover and the switch directly. The rse then advised if removing the rubber cover did not resolve the issue then the customer should replace the switch printed circuit board assembly (pcba). The customer later called philips tech support and was advised to reseat the rubber cover of the switch. The customer confirmed after the reseating of the rubber cover on the switch, the issue was resolved. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.